Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for low rv coil impedance. When tested in clinic, the impedance was noted to be in a normal range. The lead remains in use. No patient complications have been reported as a result of this event.